Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their reservoir leaked. The customer¿s blood glucose level was unknown at the time of the incident. Reportedly, that the o-ring was twisted/kinked and when pulled out the tubing connector insulin squirted all over the place. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir performed a visual inspection and found 1st o-ring out of the groove. Performed pre-fill reservoir test per and found leakage anomaly during filling.